Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim: nursing reports that the secondary set with the white hanger does not vent properly when administering medications in glass bottles.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.